Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the left inferior pulmonary vein (lipv) was approached, st elevation occurred and ventricular fibrillation (vf storm) occurred about 60 seconds later. The patient recovered after direct current (dc) shock was performed. The procedure was continued and the case was completed with cryo. No further patient complications have been reported as a result of this event.